Manufacturer narrative:
The device used in this case was not returned. A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. The relationship between the device and the reported adverse event could not be established. Device was not returned.

Event description:
User reported that after an uneventful minerva procedure, a false passage was suspected during post-ablation diagnostic hysteroscopy. Uterine perforation was suspected. During laparoscopy performed during the same operative visit for the purpose of tubal ligation, a small perforation of the uterus was confirmed. The patient was admitted to the hospital for observation and released the next day without short and/or long term clinical sequelae.